Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
It was reported the patient received the following results within 10 minutes: 500 mg/dl (lot 100735) and "200's" mg/dl (lot unknown). The readings were obtained with two different vials of test strips.